Manufacturer narrative:
The lead was returned due to lead perforation. As received, a complete lead was returned in one piece. Visual inspection found the helix retracted and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was within specification. A tip stiffness test was performed, and the results were within specification.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During implant, diagnostic imaging was performed and revealed a cardiac perforation due to the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. No adverse health consequences were reported.